Event description:
The patient's art line was removed. At the time it was removed, the guide wire was pulled out at the same time. It appeared that the wire had been retained at the time the art line was inserted on the previous day. At the time the wire was removed, positive cms to the same extremity noted. When the art line had been inserted, no complications were noted, waveform was good and blood return was also noted.